Event description:
Contact reported that a pt who had an eagle cervical plate was having difficulty swallowing one-months post-op. An x-ray confirmed that one of the screw's (16mm) had backed out. A revision was performed and the screw was removed. Plate was left in place.